Event description:
It was reported that the customer's sensor inappropriately activated the threshold suspend function of the insulin pump. Reported that the sensor glucose value was 2.6 mmol/l. When the customer's actual blood glucose value was 4.7 mmol/l. Also reported that the insulin pump alerted the customer "change sensor" and "calibration error." Customer was advised how to properly calibrate sensors with the insulin pump. Sensor is being returned. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.